Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that there was lead migration. The rep reported that surgical intervention was planned but had not been scheduled. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
Product ID: 3776-75, serial# (B)(4), product type: lead, product ID: 3487a-56, lot# v409879, product type: lead, product ID: 3487a-56, lot# v447347, product type :lead, if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-may-24. The rep indicated that on (B)(6) 2018 the healthcare professional (hcp) ordered x-rays due to the complaint of new pain. The patient was reporting loss of coverage in their back as well as a sharp pain in their thoracic spine when they attempted to use the stimulator. There were no known causes. The hcp will explant the current system. Order an MRI to evaluate for new condition and re-implant at a future time if no other surgical intervention is needed. The device is still implanted but not in use. It will be explanted but not returned. No further complications were reported/are anticipated.